Manufacturer narrative:
A full review of the device history record has been carried out with no anomalies identified; product was manufactured and released for sale in accordance with specifications. There is no info to suggest that the device has not met the final release criteria. In this case, a distal endoleak was reported as a consequence of the leg being 'shorted and pushed into the main body'. In other cases, a type ib endoleak has followed shortly after implantation of a leg that was too short to reach the intended landing zone of where the length of the seal zone in the distal region has been substantially shorter than 15mm. Type ib endoleaks have been reported with every evar device and are a well-documented and clinically understood complication of evar surgery which has multiple causes. The event rate is within clinical expectations.

Event description:
A pt treated on (B)(6) 2013, was diagnosed with a distal endoleak on the (B)(6) 2013. Re-intervention occurred on the (B)(6) so implant a distal extender device. This stopped the ib endoleak successfully and the pt is recovering well.